Event description:
It was reported that the patient¿s device would automatically shut-off during recharging and there would be no lightning bolt displayed. The patient would turn it back on again.

Event description:
Additional information received reported that the patient still had concerns, but they were not working with a doctor or the therapy. No further information was provided.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).